Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision in which the existing cuff was removed and replaced. Upon explant, a leak was noted in the cuff. No additional information was reported.